Event description:
Patient had surgery to install a digit widget external fixation device. Staff member at physician's office reported patient treatment was stopped to treat a pin tract infection and will resume as soon as infection had cleared.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records for lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records for lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions reagrding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation device. Staff memeber at physician's office reported patient treatment was stopped to treat a pin tract infection and will resume as soon as infection had cleared.